Event description:
(B)(4) mayfield triad skull clamp was slipping out of frame for navigation. Although info has been requested none has been received.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.